Manufacturer narrative:
The different factors that can influence the risk of burn injuries are described in detail in the opmi pentero user manual (g-30-1458-en, issue 9.1, pages 22-24). Recommendations for reducing the risk of burns are also provided.

Event description:
The user facility reported that a patient sustained a second degree burn during a tympanoplasty procedure in which the opmi pentero microscope was used. The burn was located on the pretragal region of the operated ear. A superficial burn was noted on the post-operative day. No medical treatment was administered.